Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported physical resistance on the physical resistance of the knob and unintended movement could not be determined. The reported patient effects of perforation is a known possible complication associated with mitraclip procedures. The reported perforation could not be determined. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, thin leaflets, and suboptimal transseptal puncture. A steerable guide catheter (sgc) was inserted. However, while crossing the septum and while rotating the +/- knob, resistance was encountered. It was observed that the atrial septum was injured. The sgc was removed from the patient, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+, thin leaflets, and suboptimal transseptal puncture. A steerable guide catheter (sgc) was inserted. However, while crossing the septum and while rotating the +/- knob, resistance was encountered. It was observed that the atrial septum was injured. The sgc was removed from the patient, and the procedure was discontinued. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.